Event description:
Customer experienced ise reproducibility problems for approximately one week. She provided sodium results for two patient samples, repeat testing performed on same analyzer: patient 1, plasma sample, initial sodium result 135 mmol/l, repeated 11 times gave: 130 (accompanied by l data flag), 132 (accompanied by l data flag), 139, 136, 134, 133, 140, 134, 133 (accompanied by l data flag), 132 (accompanied by l data flag) and 134 mmol/l. Patient 1, serum sample drawn at same time as plasma sample, initial sodium result 141 mmol/l, repeated 4 times gave 140 mmol/l each time. Patient 2, male, (B)(6), initial sodium result 134 mmol/l, repeated 5 times gave 140, 137, 138, 139 and 138 mmol/l. The initial sodium results were not reported, the patients were not affected. Sodium electroded lot # was 21593518. The field service representative found the cause was pressure failure due to misadjusted air mix/air dry on ise unit. He adjusted air mix/air dry. The customer ran calibration and qc which was within customer's specification.